Manufacturer narrative:
The investigation conducted by isi field service engineering (fse) discovered that the issue experienced by the customer was associated with a defective endoscope. The endoscope is a fiber optic tubular accessory connected to the camera head. Images are acquired through separate optical channels of the endoscope and are directed to the camera head, which are then processed to be displayed on the surgeon side console (ssc) and assistant monitor. The system was repaired by replacing the affected endoscope. As of (B) (6) 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
During a da vinci s hysterectomy procedure, the surgeon experienced low "brightness" from the image on the surgeon side console (ssc). The site called isi technical support, however, the image began to improve as they were calling in. Approximately 30 minutes later, the site called back and stated the procedure had been converted to traditional open surgical techniques to complete the planned procedure, as the vision was too blurry to continue. No patient harm was reported.